Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported a leak from the cartridge chemistry (cc) reagent probe on the dxc 600 pro instrument. Upon further examination the customer identified the source of the leak as the tubing on the wash collar. Customer stated that the volume of the leak was approximately a drop of fluid, and the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a small crack in the wash tubing going to the wash collar. Fse clipped off the cracked section and reattached the tubing. This resolved the issue and no further leaks were reported.